Event description:
Received customer's maude report: screen displayed an unspecified error and "turned red." Conflicting info in the report, event type is listed as injury, and event outcome is listed as required intervention; however, text states that the event occurred when the device was turned on, and states "no pt injury." No other info is available, no customer info is provided or available.

Manufacturer narrative:
(B)(4). Unable to confirm customer's report that modules had an unspecified error and "turned red." The devices were not returned and the root cause of the customer's experience could not be identified. The maude report does not provide customer contact info; all of the allowable info has been provided and no further info will be made available.